Manufacturer narrative:
The act button did not respond due to a corroded keypad trace. Unable to verify the occlusion test due to the unresponsive button. No battery out limit alarm was noted.

Event description:
The customer's mother called to report that the customer was in the hospital with kidney problems and high blood glucose reading of 578 mg/dl. The mother stated that the act button is not responding, and the customer was unable to bolus. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.